Manufacturer narrative:
Date sent: 09/18/2009. Eval summary: the analysis results found that both devices were returned in good physical condition. The devices were tested with a generator and was functional; no solid tone was noted while testing. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. Device b: batch f9gv1p, mfg date: 06/04/2009, exp date: 05/04/2014.

Event description:
It was reported that during a lap hemicolectomy procedure, when the footpedal was pressed, the system received a solid tone. A second disposable was tried, but the solid toner persisted. A second reusable handpiece was not available to try, so the case was converted to open and cautery was used to finish the case. Add'l info received; the account was using the gen01 generator system and the second handpiece was not sterile. Surgeon converted to open. Inquired why the procedure was a convert to open rather than utilizing another lap modality such as ligature or gyrus. Rn advised the gyrus was offered, but the surgeon declined and converted to open. Pt is stable and was stable post-op.